Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly the customer¿s blood glucose (bg) was "high"; however, a specific value was not provided. The customer administered a correction bolus via the pump to address bg. The customer continued to use pump for insulin therapy.